Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air bubbles were noted. During a paroxysmal atrial fibrillation ablation, a faradrive steerable sheath was selected for use. No issues were noted during preparation. The farawave and non-bsc catheter were introduced into sheath prior issue being observed. While aspirating the faradrive sheath as the farawave catheter was being introduced into the sheath, the physician noticed air bubbles collecting in the aspiration syringe. It was removed the farawave catheter and tried to reintroduce the catheter into the faradrive sheath again with the same results of air collecting in the aspiration syringe. Then switched out to a new faradrive sheath with no other issues noted. No air was ever introduced into the patient; it only collected in the aspiration syringe. The procedure was completed with no patient complications. The device is expected to be returned.

Event description:
It was reported that air bubbles were noted. During a paroxysmal atrial fibrillation ablation, a faradrive steerable sheath was selected for use. No issues were noted during preparation. The farawave and non-bsc catheter were introduced into sheath prior issue being observed. While aspirating the faradrive sheath as the farawave catheter was being introduced into the sheath, the physician noticed air bubbles collecting in the aspiration syringe. It was removed the farawave catheter and tried to reintroduce the catheter into the faradrive sheath again with the same results of air collecting in the aspiration syringe. Then switched out to a new faradrive sheath with no other issues noted. No air was ever introduced into the patient; it only collected in the aspiration syringe. The procedure was completed with no patient complications. The device is expected to be returned.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.